Manufacturer narrative:
Results - lift actuator nut replacement kit.

Event description:
It was reported by service report that the foot end of the bed was drifting due to nylon nut on the head-end lift motor shaft was faulty. No pt involvement or adverse consequences are reported.